Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) int510, (osseotite® tapered certain® implant 5 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was returned attached to the crown. However, no damage that would cause or contribute to the event was identified. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2012102389. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2012102389 for similar events and no other complaint was identified. Review completed utilizing keywords: medical other. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are inadequate treatment planning, and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Possible mnroj was reported, involving #3-# 7. Bone and soft tissue removed. Tooth #4.

Manufacturer narrative:
Zimvie complaint cmp-(B)(4).